Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) in a clinical study. It was reported that the patient had increased incontinence, was doing poorly, and was grossly incontinent. It was noted that this was possibly related to the device or therapy and not related to the implant procedure. Interventions included reprogramming at 0+,1-,2- 1.3 amps; it was noted the patient resolved without sequelae. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the entire system was explanted/replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the issue was resolved without sequelae on (B)(6) 2011. It was previously reported that the event was resolved without sequelae on (B)(6) 2012. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the event resolved without sequelae on (B)(6) 2012. It was previously reported that the event resolved without sequelae on (B)(6) 2011. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.